Event description:
It was reported the patient underwent skin revision surgery to debride the area and was treated with topical antibiotics.

Manufacturer narrative:
It was reported the patient underwent skin revision surgery to debride the area and was treated with topical antibiotics. This report is filed on august 15, 2019.

Event description:
It was reported that the recipient requested to remove her baha abutment completely as she has had persistent infections and cellulitis, which treated with 10 days vancomycin (antibiotic) with no relief. Surgery has scheduled on (B)(6) 2019 to have the abutment removed in o.r.